Event description:
It was reported that the patient device was increasing amplitude on its own while they were at work only. The patient works in the electronics department at (B)(6) and also admitted wears a keychain that has a magnet on it at times. The patient describes the pain as intensified stimulation in their pelvis and down her leg. The patient checks their settings when the patient gets home from work and verified the amplitude setting has indeed increased. This was all the information as of reported event date. Additional information received reports the patient stated that they work at (B)(6) and had no problem with the device until they remodeled the store and placed new scanners at the cash registers. Patient states the device ¿shoots up¿ and she needs the remote to turn it down. Patient stated the stimulation was very painful and tenses up the minute they know they need to get to work because it's going to be painful the entire time. Patient states they work in electronics and have a heavy duty magnet on the keys which the patient carries on the left side opposite to their implant. Patient stated the representative recommended keeping it away from their body period, until they speak to patient services. Patient stated they got the new system a couple weeks ago and it started affecting them a week ago sunday the more the patient was around the cash register. Patient stated they did not know it was the register until they leaned up against it. Patient stated it's a demagnetizer. Patient stated the shocking was making their hip hurt bad. Patient stated they need a note from their doctor stating they need to be far away from the devices. Patient stated they made the representative aware of the situation last week. ¿opt¿ stated the patient turned their interstim off the other day but the patient can¿t have their stimulator off to long or they would get really bad spasms. Patient stated while their implant was off, they did not get any jolts. Patient stated they also tried all programs and there were only 2 setting the patient can even handle. Patient stated they have it now on program 4 at 1.9-20. Volts and the stimulation shoots up even higher than that. Patient had to keep their remote on them and the patient does not feel comfortable with that because it's expensive equipment. Patient stated it's very painful and the only time they were not in pain was when she was in a different department and the patient was fine until they walked near the registers. Patient stated the device works well and the patient has had no problems until they started getting zapped now. Additional information received reports the patient would like a phone call if possible, explaining how the magnets/electronics at their place of work were interfering with their implant. It was noted that the patient was actively managing their stimulation setting with their icon patient programmer.

Event description:
Additional information was received from a patient regarding an implantable neurostimulator (ins). It was reported that the patient had been getting shocked by their ins since implant, and this led to the device being explanted. The patient had a new device implanted.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va0en32, implanted: (B)(6) 2014, product type lead; product ID 3037, serial (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient had a shocking or jolting sensation. The patient reports she was having shocking in her hip at the stimulator site. The patient reports this has been happening for a month or 2. The patient states that she works at (B)(4) and when she passes through security gates she gets an increase in stimulation that "races up" which has been occurring for a couple months. The patient reports that she was not only getting shocking feelings when passing through security gates, she was getting shocking feelings "all day". The patient states, she does not want to turn stimulation off because then she has "spasms". The patient states she already discussed with managing hcp and he said the only thing they could do was remove the interstim and patient does not want it removed because "I can't take the spasms".